Event description:
It was reported when using the generator with a thunderbeat handpiece, there was no activation. The issue occurred during a sleeve gastrectomy procedure while the patient was sedated. The user connected a bovie pencil and bovie pad and had the same issue. The generator gave an e0728 system error and an e1809 neutral electrode disconnected error. The user tried another pad and electrode, but the device continued to error. The procedure was completed with manual over sewing and was prolonged greater than 30 minutes. There were no further reports of patient harm.